Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and received pump error 24 (this alarm is generated when a power failure is detected). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found the damage on back of the pump that goes from the bottom of the side. Damage was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly. The thump software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement and active current measurement. The power management graph confirmed and in the pump history on 07/20/2025 12:17:00.000, pump error 24 alarm was triggered when the mtr_vcc voltage was less than 2.9v for 3 consecutive minutes. Pump was cut open to perform visual inspection and found evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly. Isolated to the electronic stack. Pump received with pillowing keypad overlay, scratched case, cracked keypad overlay, cracked battery tube threads, cracke case, cracked battery tube, and corroded battery tube. Pump error 24 alarm confirmed in the pump history, problem isolated to the electronic assembly. Customer concern's of a crack on the backside of the pump was confirmed when a cracked battery tube, cracked battery threads, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.